Event description:
Additional information received reported that the patient's leads had disconnected after the assault. The hcp also planned to do a diagnostic ultrasound over the ins to rule out fluid build-up at the ins site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported stimulation was intermittent and there was loss of therapeutic effect. Patient stated she was incontinent and that had returned. She felt stimulation when sitting and then she did not. Patient indicated she rose up to the point where it hurt and felt stimulation and then she did not. It was reported the event happened following some sort of a trauma; patient indicated stimulation issues started after been assaulted on (B)(6) 2012. Patient status was undetermined. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3093-33, lot # v941265, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).